Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had adhesive issues with their sensor. The customer also reported experiencing a low blood glucose of 50 mg/dl. Customer was able to raise their blood glucose to 200 mg/dl by eating. It was also reported the paramedics were called to treat the customer as their blood glucose declined to 43 mg/dl. Customer stated they would be treating their blood glucose. It was also found the customer's sensor had inaccurate readings. The customer stated their readings would be 100 points off. Customer reported observing bent cannulas on their past sensors. Customer also reported receiving a bad sensor alert and calibration error alert. The customer was advised to change out their sensor. No additional information provided.